Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine, dilaudid and gablofen at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain and other non-malignant pain. It was reported that the patient was not getting as much relief in her pain and spasticity. The patient was scheduled for catheter exploration and pump replacement but the case had to be rescheduled because the patient did not stop her blood thinner. There was no environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved and patient status was alive with no injury at the time of the report. Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. It was reported that the patient was scheduled for a pump replacement due to end of life (eol). The surgery was planned on (B)(6) 2018 and was rescheduled for (B)(6) 2018. Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. It was reported that the healthcare provider (hcp) removed the old pump and tried to get cerebrospinal fluid (csf) flow. He did not see any flow and therefore cut the connector. No flow was seen and therefore the healthcare provider (hcp) placed a new catheter. Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. The cause of no cerebrospinal fluid (csf) flow was undetermined. The hospital disposed of the removed catheter. No further complication was reported.